Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. The technical support specialist remotely accessed the system and found that drawer r10 in the matrix was jammed due to another item pressing against the bottom of drawer 09. The user was instructed to open the drawer, remove the item, and reposition other contents. Afterward, the drawer opened freely. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.